Event description:
Voluntary medwatch form received notes that a patient experienced a syncope episode. It was noted that the patient's atrial lead exhibited noise. The physician elected to explant the atrial lead. There were no additional adverse patient effects reported.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5158946.